Event description:
It was reported that asymptomatic patient presented in-clinic for follow up, and post-paced t- wave oversensing was observed. The oversensing was noted in the real time egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.